Manufacturer narrative:
Stricture is a known potential complication of endoscopic ablation therapy and may occur regardless of whether or not there is a device malfunction. The patient was treated with standard method of dilation.

Event description:
C2 therapeutics became aware of an adverse event on 04jun2018: patient was treated with c2 cyroballoon 90 ablation system on (B)(6) 2018. Patient presented on (B)(6) 2018 with hematemesis (vomiting blood); was treated endoscopically with cauterization. On (B)(6), patient presented with symptoms of dysphagia. Egd revealed esophageal stricture; strictured area of esophagus was dilated to 15 mm. Patient had recurring symptoms of dysphagia, and strictured area of esophagus was dilated to 18 mm on (B)(6) 2018 and dilated to 16 mm on (B)(6) 2018. Physician related that because of the length of this stricture, it is difficult to treat. Patient tolerated the dilation treatments well. After each dilation treatment, the patient is able to eat a normal diet for about 3 weeks before dysphagia symptoms recur. Physician indicated that he is not sure whether the stricture is related to the ablation procedure or related to the device.